Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room after receiving shock therapy. A review of the device data identified low amplitude signals and noise that was oversensed resulting in the inappropriate shocks. The caller reported the noise could be reproduced with the patient performing over head activity. An x-ray was performed as system migration was suspected; however, the x-ray did not confirm any movement. The system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.